Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
In 2008, it was reported to boston scientific corporation, that a procedure using a prolieve thermodilitation kit for benign prostatic hyperplasia (bph) occurred on two weeks earlier. According to the complainant, during cool down, it was observed that a catheter balloon had ruptured. The procedure was completed successfully. No patient complications were reported as a result of this event.